Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to the customers blood glucose. Reportedly, the customer declined to provide additional information and declined troubleshooting with tandem technical support.